Manufacturer narrative:
Additional information for: g3, g6, h2, h3, h6, and h10 explant was reported due to valve dysfunction and a leaflet tear was noted. The tear seen at explant was confirmed; leaflet 3 was torn. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three leaflets and narrowed the inflow diameter. There was fibrous pannus ingrowth on the outflow surface of leaflet 3. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate a denatured appearance of collagen at the tear site, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 25mm trifecta valve was implanted in the patient's aortic position on (B)(6) 2014. Aortic regurgitation(ar) was pointed out in the annual follow-up on (B)(6) 2021. Lvdd was also dilated, and the patient had respiratory distress during exertion. It was not clear by transesophageal echocardiography(tee) whether the leak on the valve was from central part or paravalvular. There was no increase in the inflammatory response, and therefore, the valve dysfunction or periannular leak was suspected. Due to the exacerbation of symptoms, a re-do aortic valve replacement(avr) was performed on (B)(6) 2021. The trifecta valve was explanted and replaced with an non-abbott valve. Upon explant, the issue was confirmed to be due to a tear on the stent post part of the leaflet. The patient is in stable condition postoperatively. The surgeon attributed the issue to the valve. No additional information was provided.